Event description:
Information received indicates the casters do not lock. The casters continue to swivel when in brake.

Manufacturer narrative:
The technician replaced the four casters to repair the bed.